Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: obscuring disc or macula. Severity noted as mild. Event is noted as resolved without sequelae. Treatment is noted as cyclogel.